Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a procedure, the surgeon used the reported handle for torque limiter but it could not perform final tightening because a screw fixed onto the handle itself was loose. The surgery was extended for twenty (20) minutes due to this event. No patient harm was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device investigation summary ¿ handle f/torque limiters 0.4/0.8/1.2nm was received for investigation. The visual inspection showed that the reported screw was loose and the overall condition can be described as worn. The blue color is bleached and the black arrows are all most white. This article was manufactured on march 2012 and the root cause has been determined as wear and tear. It is suggested to check the condition of surgical devices prior to surgery in order to work only with functional equipment. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 26.mar.2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.